Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer were experiencing high blood glucose and hardware low level failure alert. Blood glucose level at the time of the incident was 500 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with manual injection and insulin pen. Based on customer report customer did allege insulin pump was under delivering. Customer performed displacement verification test and it was pass. Customer stated auto mode feature was not active at the time of incident. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Customer performed self test and it was pass. The insulin pump will not be returned for analysis.